Event description:
Spontaneous call received from infusion rn reporting pump malfunction on curlin moog pump sn (B)(4) exp date 06/30/2020. Rn states the infusion was completed in 2 hours 23 minutes when the infusion time was to be 3 hours and 38 minutes. The pump setting were checked prior to the infusion for the correct programming. Rn called md re the pt receiving an infusion in 2 hrs 23 minutes. Rn reports pt's vitals signs stable tolerated infusion well. Rn also stated she never sees the pt receive the pre meds tylenol and oral diphenhydramine. New pump is being sent and old pump is being returned. Reported to (B)(6) by health professional.